Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause was unable to be identified, as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited no image and all displays on the touch panel disappeared. The issue occurred during a diagnostic endoscopic ultrasound procedure, the procedure was completed using a same set of device with no delays as the procedure was nearing the end. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.